Event description:
New information received notes that the lead was noted to be dislodged with no slack remaining.

Event description:
It was reported that a patient presented with loss of capture noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout.